Event description:
A discordant, falsely elevated cardiac troponin (ctni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. The patient was hospitalized for the elevated ctni results and was observed. A new sample was drawn from the patient and run on the same instrument, resulting lower than the initial result. An electrocardiogram (ECG) was performed on the patient. The original sample was then repeated on the same instrument, also resulting lower than the initial result. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.

Manufacturer narrative:
A siemens filed service engineer (fse) was dispatched to the customer site. The fse performed a preventive maintenance with sonification, which included millipore tubing. The fse checked the alignments and the optical part of the lamp and the windows. The fse ran a new calibration and ran quality controls, which were within acceptable range. The cause of discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required